Event description:
It was observed that during the device evaluation the colonovideoscope had no image and the image had roughness. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no image and rough image was damage to the charged coupled device (ccd) unit and scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.